Event description:
Respiratory therapist (rt) was called by speech language pathologist (spl) who was at patient bedside. Patient's trach cuff had been deflated and speaking valve placed, however valve had been removed due to patient distress. No one added air to the cuff, however at the time of the event, 6 ml of air was removed from the cuff. Rt attempted valve placement and monitored patient for approximately 10 minutes while slp present. After rt left, slp noted similar distress from patient again, and an additional 2 ml of air was removed from balloon again by slp. Valve removed and left off. Discussed appropriate plan with speech language pathologist, respiratory therapy, and attending physician. It was decided to plan cuffless trach in patient, based on cuff challenges and goals of speaking valve placement. Team agreed on this plan, and trach was changed. When trach was removed, there was noted to be a small hole in the anterior center of the cuff. Lot number on problematic trach was 2180820jzx. The patient had a total of three events with issues related to his trach hardware: two events where the trach cuff had issues keeping air within the pilot balloon to maintain a stable airway and one event where the balloon re-filled with air while the speaking valve was in place, which caused the patient distress. Rn was able to remove speaking valve to allow patient to breathe.